Manufacturer narrative:
Date sent to the FDA: 12/06/2021. Additional b5 narrative: it was reported that the patient experienced infection, nausea, diarrhea, pain, discomfort, inflammation, loss of appetite and extreme weight loss following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2015 during which the surgeon noted he encountered scar tissue and a fistula tract. The pathology report noted hernia sac with mesothelial reaction and fibrosis secondary to reaction to old mesh. No additional information was provided.